Manufacturer narrative:
The customer rejected the repair estimate and the device was scrapped per the customer's request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The detachable battery cable needed to be replaced to address the issue.